Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, when the 6fr. Vista brite tip jr4 guiding catheter was inserted into the pt and the tip position/ direction was changed, the luer hub began rotating. The report indicated that the catheter and the luer hub were not connected tightly. The catheter was changed to another product. The procedure was completed successfully. There was no reported pt injury. The target lesion for the procedure was the renal artery. The lesion was reported to be: not calcified, and mildly tortuous. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no difficulty inserting the catheter into the pt reported. No add'l info was available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.